Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system shut down during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the system message (sm) affiliated with the reported ¿shut down issues¿ was confirmed in the event log review. The company representative reseated the cables as a preventive measure. This reported event has not reoccurred since the cable was reseated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2008. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained, the root cause cannot be determined conclusively. (B)(4).